Manufacturer narrative:
Model number/catalog number: 72404156, serial number: n/a, batch/lot number: 1100709193, model/catalog description: reservoir 100 ml pc/iz, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) attended post-operative follow-up visits at three and six weeks, during which the device would not inflate. The physician stated that the product was defective. The patient further reported obtaining a second opinion from another physician, who also stated that the pump was defective and needed to be replaced. A surgical procedure was performed to remove the ipp and replace it with a non-boston scientific product. No additional information was provided.